Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). Similar product was mechanically tested and in order to duplicate a similar break more than 5 lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
The feeding tube was found separated at the bolus tip when x-ray was taken right after placement to confirm the position of the tube. The bolus end was excreted with stool.